Manufacturer narrative:
A visual examination of the return device found that the stent was fully mounted onto the stent delivery system with the outer sheath retracted from the distal tip by 5 mm. Several of the distal stent wires were perforating the clear outer sheath at approximately 5 mm proximal from the distal end. The t-bar connector was detached from the outer sheath. In addition, there was evidence of a fillet of glue present on the t-bar connector indicating that glue had been applied as required during manufacture. During analysis, it was not possible to retract the outer sheath by hand so the shaft was dissected proximal to the stent and the inner lumen and stent were withdrawn from the outer sheath. There was no issue in the movement of the outer sheath proximally or distally. It was noted that the distal stent wires were damaged where they had perforated the outer sheath and that the inner lumen was kinked at several locations along the working length. The condition of the returned incident device was consistent with the complaint that the sheath had detached and the stent was unable to be deployed. During manufacturing, the stent devices are 100% inspected and the sheath detachment from the t-bar connector, stent wire damage and perforation of outer sheath, and inner shaft kinks are likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
(B)(4). The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallstent covered biliary endoprosthesis was used during a procedure on (B)(6) 2011. According to the complainant, when an attempt was made to deploy the stent, the handle broke. The device was removed and another wallstent device was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Event description:
It was reported to boston scientific corporation that a wallstent covered biliary endoprosthesis was used during a procedure on (B)(6), 2011. According to the complainant, when an attempt was made to deploy the stent, the handle broke. The device was removed and another wallstent device was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.